Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the first firing of the device tore the serosa and had an incomplete staple line with mal formed or partially formed staples. A black reload was being used. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you confirm the product code for the black cartridge (ecr60t or gst60t)? Ecr60t how was the torn serosa repaired? It was over sewn was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. None reported to me. What other color cartridges were used after this event? Black, black, green, green, green, was buttressing material utilized? If so, which product? No. What was the bmi and gender of the patient? Patient was a male. I am not aware of the patients bmi the analysis found that one ple60a device was returned in good visual condition and with one ecr60t cartridge reload present. The reload was received fully fired and in good visual conditions. The returned cartridge was disassembled in order to verify the condition of internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed or incomplete staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.